Event description:
It was reported via repair work order that the power pro red safety bar spring housing was broken. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.